Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas restarted on its own while disconnected in a locker, presenting the setup screen with a low battery, and the associated sensor lost connection due to being out of range; the event aligns with an unexpected shutdown and involves the device seal as the implicated component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem associated with the seal that is consistent with an unexpected shutdown of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.